Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found a few, "high alarm displayed: cassette not attached properly" reports, which support the customer's claims. Functional testing found that the downstream occlusion (dso) sensor was faulty. The investigation determined the dso sensor was faulty. The dso sensor was replaced.

Event description:
It was reported that the pump had no more tubing recognition. There was unknown patient involvement.